Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error and low reservoir alarms due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.